Manufacturer narrative:
Installer was not returned, based on the potential failure per given description of the issue, it is hypothesized that during excessive force was applied to the installe at an angle which reulted in a torsional or off-axis asymmetric (rocking or toggling) load being applied to the distal tip of the installer.

Event description:
Installer broke off during surgery, a piece was left in the patient but surgeon was able to retrieve the broken portion.